Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the screen pump went completely blank. Troubleshooting was performed for blank display and noticed the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to faulty interface board. Unable to perform the self-test, displacement test and operating currents measurement due to blank display anomaly. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, and stained address/serial number label.